Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 24x3.5mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50 x 24 synergy drug-eluting stent was advanced to treat the lesion. However, during inflation for implant at 8-10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the synergy ous mr 3.50 x 24 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged both on the proximal and distal section, no visible damage was noted on the mid-section of the stent. The undamaged mid-section stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The distal section and the exposed proximal section of the balloon appeared partially inflated. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. Hypotube/laser-cut region damage was also noted at 1086mm distal from the distal end of the strain relief (25mm distal from hypotube/mid-shaft bond). As part of analysis a review of the manufacturing data was performed. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. Functional testing of the device was performed during analysis. An attempt was made to inflate the balloon using a hand-held encore inflation device. Inflation liquid was observed to be leaking at the hypotube/laser-cut region at the damaged location therefore the balloon could not inflate. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed, 24x3.5mm target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50 x 24 synergy drug-eluting stent was advanced to treat the lesion. However, during inflation for implant at 8-10 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.